Event description:
Tech alleged no head up on this totalcare bed. Bed was in repair area with service required lit. No pts were involved and no injuries were reported.

Manufacturer narrative:
Tech replaced the hydraulic valves to resolve this issue.